Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit saturation component was not reading properly. An alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.